Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced a no delivery alarm. Customer's blood glucose was 7.9 mmol/l. It was reported that insulin did not exit with plunger push and there was greater than normal resistance. During troubleshooting, customer disconnected and reconnected infusion set and reservoir and pushed insulin with plunger; insulin did exit. Customer was advised that insulin pump was working as designed. Customer was advised that no delivery was caused by set / reservoir occlusion. Customer was advised that supplies would be replaced.